Manufacturer narrative:
At this time no conclusions can be made. It is unknown to what extent the bard/davol 3dmax device may have caused or contributed to the events as alleged by the patient¿s attorney. As alleged the patient suffered from recurrent hernia requiring multiple doctor's visits and hospitalization where surgery was required to repair the recurrent hernia. As reported, patient suffered and will continue to suffer severe and permanent personal injuries including but not limited to pain, suffering, disability, impairment. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by patient's attorney that on or about (B)(6) 2015, patient had 3dmax mesh implanted during a ventral hernia repair surgery. It is also alleged by the patient's attorney that on (B)(6) 2015, patient underwent additional surgery due to the defective qualities of the mesh. As reported, due to the bard mesh implants, between (B)(6) 2015 and the present, patient suffered from recurrent hernia requiring multiple doctor's visits and hospitalization where surgery was required to repair the recurrent hernia due to the failure of the mesh. As alleged, patient has and will continue to suffer from serious adverse health consequences due to the complications of the initial mesh implantation. As reported, patient suffered and will continue to suffer severe and permanent personal injuries including but not limited to pain, suffering, disability, impairment. As alleged, the mesh implanted in patient failed to function as intended because it did not relieve the symptoms or otherwise alleviate the medical problems that it was intended to cure. Instead, the mesh caused patient to suffer serious personal injuries requiring the need for additional future medical treatment and surgery(ies).